Manufacturer narrative:
The device was received with blank display due to corroded battery tube. The vibration anomaly was unable to be verified, nor was the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests conducted, due to blank display. The device was received with cracked case at the display window corner, broken reservoir tube lip, cracked battery tube threads, missing end cap sticker and minor scratched lcd window. (B)(4)

Event description:
The customer reported via phone call that their device is not functioning properly. The customer states the device is not giving the alerts and alarms, and their blood glucose levels have been high. The customer states the device does not vibrate when the act button is pressed. The customer's blood glucose level at the time of incident was unknown. The customer's most recent blood glucose level was 274mg/dl. Troubleshooting was conducted. The device is being returned and replaced.